Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed and the reported issue with the insertion axis not being free to move was confirmed as the error 23002 was found in the field logs and replicated during fa. The usm was installed onto a patient side cart fixture test platform (pftp) and the insertion failed the calibration on the encoder. Upon disassembling the insertion, it was visually observed that the input gear had broken off and was loose inside the insertion gearbox and this would cause the reported problem. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is due to a broken input gear in the insertion gearbox on the usm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgeon called to inform that they were experiencing issues with the universal surgical manipulator (usm) 4 insertion axis. The technical support engineer (tse) was unable to capture the surgeon's name during the call. The caller stated that the insertion axis was saying that the tip-up grasper was in the cannula when it was inserted into the body. The surgeon stated that they were unable to retract the cannula as far back as they expected. The caller stated that they had an "insertion axis not free to move" message and that the light on the top of the usm was flashing yellow. The tse had the site clutch the usm and move it through its range of motion and the system faulted with error 23055. The tse had the site perform a hard reboot with no change. The surgeon was going to bring in an da vinci xi robot. The procedure was converted to another da vinci system with no reported injury.